Event description:
It was reported that during an intra-operative surgery, the surgeon did a physical inspection of a drill bit and drill stop at the facility. The surgeon noticed that the drill stop was slipping. The drill stop was not used. The procedure was completed successfully. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: a review of the device history records was completed: 3-d medical machining, inc. Manufactured the drill stop, part 357.405, and lot 6722819. Initially, the part conformed to the supplier¿s certificate of conformance and was inspected and conformed to the synthes final inspection sheet. The parts were released to the warehouse on september 19, 2011. There were no material review reports, non-conformance reports, or complaint related issues with this lot. A product investigation was completed: the returned drill stop was received in good shape with minor wear and scratches on the outside related to routine usage. The plunger showed minor signs of wear on the retaining edge. The operation of the plunger is stiff and does not seem to return completely when pressed. The drill bit was not returned. Product drawings from time of manufacture were reviewed during this evaluation. No drawing discrepancies were identified. It is likely that over four years of use has led to this confirmed complaint, and while this complaint is the result of a design related deficiency, it has since been addressed and corrected. The manufacture date is september 19, 2011. This was prior to the drawing changes. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event date: unknown. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.